Event description:
It was reported that during the diagnostic procedure while injecting the contrast material through the catheter, the microcrater tip was fractured. The surgeon was able to remove microcatheter as one piece because it was still attached. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the diagnostic procedure while injecting the contrast material through the catheter, the microcrater tip was fractured. The surgeon was able to remove microcatheter as one piece because it was still attached. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date added. H3 device evaluated by mfg updated. H3 summary attached updated. D4 expiration date added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter proximal shaft was broken 20cm from the hub. There was dried procedural fluid on the catheter distal shaft. The catheter tip was blocked with procedural fluid. During functional inspection the catheter could not be flushed initially as it was blocked with dried procedural fluid. The catheter was submerged in warm water for a period. The catheter was flushed and a 0.0158" patency mandrel was advanced through the microcatheter without any resistance felt. The reported defect was not confirmed during analysis however, the analysis results are consistent with the event. The device failed to meet specifications when received on inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As reported the catheter tip broken/fractured during use was not confirmed. As analyzed catheter shaft blocked/occluded will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. It can be presumed that the catheter shaft was damaged during the procedure as force may have been applied when the friction was felt. Because this defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use, a probable cause of handling damage will be assigned to the as analyzed defect.